Event description:
It was reported that the rv lead was explanted due to 3 inappropriate shocks delivered because of oversensing. No further patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was explanted due to 3 inappropriate shocks delivered because of oversensing. No further patient complications were reported as a result of this event. A 3500a was received and further reports that the patient received 3 random shocks from ICD/pacemaker for no known reason.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. Other text : it was reported that the rv lead was explanted due to 3 inappropriate shocks delivered because of oversensing. No further patient complications were reported as a result of this event. A 3500a was received and further reports that the patient received 3 random shocks from ICD/pacemaker for no known reason. Actual device involved in incident was evaluated, electrical tests performed. Mechanical tests performed. Visual examinationa; component/subassembly failure. Lead conductor. Device was out of specification in a manner that relates to event. Oversensing, shock, inappropriate.